Event description:
On (B)(6) 2012, customer reported that the end-user claims having a severe allergy to the adhesive. On (B)(6) 2012, the end-user reported the device caused dermatitis that is not healing and hurts. The burning stopped gradually, but still has a square rash on her calf. Treated area with mupirocin 2%.